Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) states, please note this was a phone fix. Contact thomas state he let unit charged overnight. Then test ran unit. Unit ran for 3 hrs no problems or issues. Contact thomas state sa can be cancelled. Unit cleared for use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character limit restriction in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) intermittently shuts down. There was no patient involved and no harm or injury reported.